Manufacturer narrative:
**UDI related data quality updates only** UDI is unknown because the lotl number was not provided.

Manufacturer narrative:
Other, other text: b3: month and year of event have been provided, day is unknown. D4: lot number, expiration date and h4: manufacture date are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during pre-testing, the customer "felt that the air inflation and deflation of the product was not smooth". Use was discontinued.

Manufacturer narrative:
Device available for evaluation, h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. Email is: (B)(6) one product sample was received in used condition. Two photos were provided for analysis. Per visual inspection it was not possible to detect any condition on the surface of the cuff or in the inflation system. A leak test was performed, and the sample did not pass the test because it did not fully inflate. To identify if there was a leak in the cuff or in the inflation system, the sample was inflated with the use of a syringe, and submerged under water and no leaks were identified in the cuff or inflation system. The device analysis detected that the sample has some condition in the inflation system, however, the sample was able to inflate and deflate using the syringe and no leaks were detected. The complaint was not confirmed. A device history record (DHR) review could not be performed as the lot number was unknown. No corrective actions were taken since the complaint was not confirmed.